Manufacturer narrative:
Report date: 04/11/2019 the field service engineer (fse) replaced the touch screen to address the reported issue. Failure analysis on the returned touch screen shows that physical damaged resulted in the crack damage on screen front display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The manufacturer's international service technician reported that the touchscreen was damaged in transit to the customer. There was no patient involvement. The event date was not specified; estimate used.